Event description:
Bard foley catheter inserted preoperatively. Removal attemtped 24 hrs post op. Unable to deflate balloon, unable to remove saline in balloon, intervention by urologist. Urologist unable to deflate balloon despite multple interventions. Foley removed with balloon inflated.